Manufacturer narrative:
As reported, a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter fractured. The patient became aware of the events five years and nine months post implant. The patient also reports mental anguish, pain in the lower abdomen and back, and swelling of leg. According to the medical records the patient has a history of clotting disorder, protein c and s deficiency with multiple prior blood clots and pulmonary emboli. A computed tomography scan showed filling defect of thrombus involving the right lower lobe pulmonary arteries. During the implant procedure, an inferior vena-cava-gram was done, no thrombus was seen, and the renal veins were identified. An optease was deployed just below the renal veins. The patient was returned to the floor in stable condition. The patient was to restart an aggressive coumadin routine. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety, leg swelling, abdominal and bac pain do not represent and device malfunction and may be related to underlying patient specific issues. Without imaging and with the limited information available for review, a relation between the device and the event could not be determined. At this time, there is nothing to suggest the reported events are related to the design and manufacturing of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the events five years and nine months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture. The patient also reports mental anguish, pain in the lower abdomen and back, and swelling of leg. The following additional information received per the medical records state that patient has a history of clotting disorder, protein c and s deficiency with multiple prior blood clots and pulmonary emboli. A CT scan showed filling defect of thrombus involving the right lower lobe pulmonary arteries. During the implant procedure, an inferior venocavagram was done, no thrombus was seen, and the renal veins were identified. An optease was deployed just below the renal veins. The patient was returned to the floor in stable condition. The patient was to restart an aggressive coumadin routine.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Additional information is pending and will be submitted in a follow up report when received.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.